Event description:
Customer called stating that after dropping the unit on the hardwood floor the driver arms are very loose and are no longer hugging the plunger or advancing forward. States that with the syringe out of pump and the driver arms engaged the driver block is able to move freely up and down the leadscrew.